Event description:
The patient called to report experiencing a not enough blood prompt on their lifescan meter. The issue could not be resolved. No harm was alleged, or injury or medical intervention experienced.